Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment that fell into the patient. The patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The instrument moved intuitively with full range of motion in all directions. The clasp arm opened and closed properly. A review of the log shows no errors. Additionally, the instrument was found to have a blade broken. The blade broke at roughly at the base. Broken piece was returned.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized by the system. The procedure was completed using a backup harmonic ace with no reported injury.